Event description:
It was reported on an unknown date that when inspecting instruments after decontamination, prior to sterilization, the reporter discovered that the symphony drivers were getting stuck in the screw retaining sleeve and requiring excessive force to get the two pieces together. The event occur during sterile processing. The event occur during field inspection. The event did not occur during internal service activities such as calibration. No patient involvement.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.